Manufacturer narrative:
The device was not received for evaluation; however, the device was evaluated on site by a hospital technician. Inspection found a two-way valve (unspecified) was damaged which led to the fluid leakage. The reported condition was verified. The component was replaced, and the device was returned back to service with no issues noted. The cause of the condition was due to the t silicon connector broken. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with an ak 96 machine, an external fluid leak was observed due to the three-way pipe damaged. Treatment was suspended. There was no report of patient injury or medical intervention associated with this event. No additional information is available.